Event description:
It was reported that the implant fractured intraoperatively. The implant remains implanted in patient. Patient outcome: no adverse affects reports.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Explant date - still implanted.